Event description:
It was reported that (1) device was used during a sigma procedure. It was reported by the affiliate that the 1st pmw35 device was broken (front). A 2nd pmw35 does not staple. Another instrument was used to complete the case. There was no consequence to the patient.